Manufacturer narrative:
The investigation determined that the observed leak in the tubing would not have caused the alleged issue. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service representative found partially broken tubing. He replaced the defective tubing. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results for 1 patient sample on a cobas 8000 e801 module. The initial result was 10,0000 (taken 15 days before (B)(6) 2020). The repeated result was 5. The units of measure were requested, but not provided. The results were reported outside of the laboratory. The reagent lot number and expiration date were requested, but not provided.